Manufacturer narrative:
D9: the date of the devices return for evaluation is unknown. E1, e2, e3: the initial reporters name and occupation is unknown. The investigation for the reported issue has been completed. The device was returned for evaluation, upon visual inspection, it was observed the 2 fuses in line with the ac input had blown. The root cause is a defective component. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported the automated impella controller (aic) failed to charge. The aic is plugged in, but the battery is not charging, and no green power indicator is lit. The staff tried several outlets and check to make sure the outlet was functioning. The transport fuse is off and on again, the aic still had no power and battery wasn't charging. It was reported that the device was not in use, no patient involvement.